Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose got high and ended up having to do a manual injection. Customer gave herself too much insulin which resulted in her having to go into the hospital. The customer stated that they had high blood glucose of 368 mg/dl at the time of incident. The customer's blood glucose was 160 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.